Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. There is no indication of an instrument or reagent performance issue. Multiple "abnormal sample aspiration" errors were observed on the customer's alarm trace data. These alarms are indicators of possible poor sample quality. Based on the data provided, the cause of the event could not be determined. Neither a general instrument nor a reagent issue was identified. The investigation did not identify a product problem.

Event description:
The initial reporter questioned a high result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial result was 83.06 miu/ml. This result was reported outside of the laboratory where it was questioned. On (B)(6) 2022 the result was 0.100 miu/ml. On (B)(6) 2022 the result was 0.100 miu/ml the results of 0.100 miu/ml were believed to be correct. The hcg + b reagent lot number was 61488801 with an expiration date of 31-jul-2023.

Manufacturer narrative:
Na.